Event description:
During a clinical trial involving a bwi catheter (smart touch sf dual energy), a hematoma at the puncture site was reported. The most suspected device is an agilis sheath (abbott) that was used and directly in contact with the vasculature/access site. The information received indicated that there was no adverse event or product malfunctions associated with jnj medtech/bwi products. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"